Manufacturer narrative:
Vyaire file identification: pc- (B)(4). Any additional information received from the customer will be included in a follow-up report. The blower failure is due to the defective inspiratory block and power board. The log files shows that o2 dosing alarms were also triggered on this device, and test results shows that there was a leak on the safety valve. The inspiration block, life block assembly, the o2 supply tube, o2 connector inlet filter and housing cover alarm were replaced on this unit.

Event description:
The customer reported that the bellavista 1000 experienced blower failure. At this time, there was no information provided regarding patient involvement in this event.